Manufacturer narrative:
3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported the patient was receiving parenteral nutrition and intralipids as separate infusions connected to a small-bore bi-fuse extension set. The solutions were infusing via sigma large volume infusion pumps at a rate of 59 ml/hour and 4 ml/hour, respectively. During the infusion, intralipids were noted to be leaking from one of the injection ports above the 1.2 micron filter which had a curos jet cap in place. When the curos jet cap was removed, the leaking stopped. At some point after the tubing was changed, blood was noted to back up into the bi-fuse extension set for the same patient. The nurse did not recall the exact timing of this occurrence relative to the tubing change. Reportedly, the curos jet caps were removed from all needleless connectors and the retrograde blood flow stopped. Customer reported no patient injury occurred.